Event description:
It was reported that a beta bionics ilet user's device was frozen. The user could wake up the ilet and unlock it, but the screen was stuck on the chart accessible by clicking into the center of the circle on the main page. The user later added that there is a crack in the screen. A replacement device was arranged. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.